Event description:
It was reported that the patient had a driveline power fault that appeared after damage to the driveline from unknown source. The modular cable was changed out and the patient was changed to their backup system controller. Rescue tape was placed on the damaged cord. The alarm was gone after the new system controller was placed. Log files were reviewed, and it showed that the fuse was blown in the system controller. This caused the driveline power fault on power a and the concern is that the ground wire was also compromised. Something sharp must have cut through the yellow kevlar layer and nicked both the power a and ground a. Upon talking to a nurse, they had just changed the patient's dressing and there was no damage done at that time. They heard an alarm and upon return to the patient room, they noticed the damage. They said this patient has had behavioral issues such as pulling out PICC lines multiple times in the past. The site thinks they might have gotten a hold of something. The patient denies this and also refused hospice.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section d9: corrected. Manufacturer¿s investigation conclusion: the reported event of a driveline power fault alarm was confirmed via analysis of the log files and reproduced during testing. The submitted and downloaded system controller event log files contained data spanning 21 days (05:10:22 on 13mar2025 ¿ 09:54:46 on 03apr2025). At 08:28:11 on 02apr2025, a controller internal fault alarm associated with a power a fuse open fault activated. At 08:28:13, the controller internal fault alarm clears, and a driveline power fault alarm activated due to a detected open on power line a. The driveline power fault alarm remains active until the driveline was disconnected at 09:52:08 on 03apr2025 to exchange the system controller. The pump maintained a speed within the expected range without issue while the driveline was connected. The returned system controller (serial number: (B)(6)) was connected to a mock circulatory loop and the reported driveline power fault alarm was reproduced. The controller operated the pump at the set speed without issue. The driveline power fault alarm did not affect the controller¿s ability to operate the pump. Upon evaluation of the main pcb, fuse a was found to be open. The fuse was replaced, and the controller was reconnected to a mock circulatory loop with no alarms activating. The controller passed all functional testing after replacing the damaged fuse. Provided information stated that the reported driveline power fault alarm resolved after a system controller exchange. Additionally, images submitted showed cuts in the pump cable prior to the driveline power fault, penetrating the protective layers. It was reported that the nurse had left the patient¿s room after changing the patient dressing and there was no damage done at that time. An alarm was then heard, and upon return to the room, the damage was noticed. It was reported that the patient has had behavioral issues in the past and may have ¿got ahold of something¿. The driveline power fault alarm was determined to be due to an open fuse in the system controller. Although not conclusively determined through this analysis, damage to the underlying wires in the pump cable can result in the observed open fuse. The relevant sections of the device history records for the heartmate 3 system controller, serial number: (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. C and the heartmate 3 patient handbook, rev. D are currently available. Heartmate 3 lvas instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including driveline power fault alarms. Heartmate 3 instructions for use (rev. C) section 8 entitled ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. D) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. Heartmate 3 patient handbook (rev. D) cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.